Event description:
.

Event description:
It was reported that during surgery using a micropituitary for a decompression/discectomy. The jaw of the micropituitary broke. Fragment of the jaw was located and discarded. There was nothing left in the patient.

Manufacturer narrative:
Correction: product was returned. Device evaluation was not completed before regulatory report submission. Once analysis is complete a supplemental report will be submitted.

Manufacturer narrative:
Additional information: product was returned. The upper dynamic jaw is broken off at the base of the instrument shaft, with deformation noted on one side. Optical examination discovered a quasi-brittle fracture. The location, one sided deformation near the fracture, and amount of force required in order to induce fracture of the jaw is consistent with lateral bend stress overload.

Manufacturer narrative:
(B)(4). Instrument was not returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.